Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly was noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer stated that the blood glucose reading changed between 500 mg/dl to hi. The insulin pump will be returned for analysis.